Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced low blood glucose (bg) between 51-59mg/dl; cause was unknown. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 47-53 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019 from 10:18:01 pm to 10:38:01 pm. Cgm alert 1 (cgm low alert) was annunciated. A 250% temporary rate for 15 min was observed on (B)(6) 2019 at 4:09:23 pm. A 25% temporary rate for 40 min was observed on (B)(6) 2019 at 10:36:13 pm. It is possible the user¿s personal profile settings need adjustment. On (B)(6) 2019, user made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Making bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob) could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.